Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 mg/dl. The customer addressed the bg level with a correction bolus. Reportedly, there were air bubbles in the tubing. The customer successfully primed the tubing to remove air bubbles and confirmed that pump therapy would be resumed.